Event description:
It was reported that during a spinal procedure at the user facility the extra long angled saber attachment was overheating and burned the patient. The patient received a small, "very minor" burn at the edge of the surgical site. It was reported the burn did not cause any blistering or infection, and was treated using antibiotic ointment and a bandage. The burn healed properly according to the account. There reportedly is no long term or permanent damage to the patient. The case was completed successfully with no procedural delay.

Manufacturer narrative:
Device was not returned. Therefore no evaluation will be performed. Device not returned.